Event description:
Aveir leadless pacemaker delivery catheter tether tip did not align causing leadless pacemaker to untether pre-maturely. Snare retrieval was utilized to capture leadless pacemaker. This was the second device that untethered prematurely at our facility. Hecc:4582. Dpc: 2522. Reference report: mw5175294.